Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the patient&#38112;diagnostic history available in the manufacturer's database revealed that high lead impedance occurred on (B)(6) 2011 upon system diagnostic testing. The device was subsequently programmed off to 0ma on this date. It was observed that high impedance was observed on the date of implant during surgery but it appears intraoperative troubleshooting was performed. The last system diagnostics on date of implant was within normal limits. No known surgical interventions have occurred to date.